Manufacturer narrative:
Correction: device manufacture date inadvertently left off of initial MDR. The suspect io hub was returned to the manufacturer for analysis. The io hub was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Correction: manufacturer updated to proper value.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. Hardware parts were replaced and resolved the issue. The software functioned as designed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative then returned to the site at a later date to investigate a re-occurrence of the reported issue. The representative then replaced the io hub to resolve the reported issue. The suspect io hub has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a cranial biopsy, the navigation system displayed "localizer not connected." The reported issue occurred after patient registration. The navigation system was restarted to resolve the reported issue. Camera communication was reestablished after the restart. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome. No additional information was provided.